Event description:
It was reported that the right ventricular lead impedance had risen steadily triggering an alert. The threshold was also noted to have elevated. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. The maximum rv impedance rises from 424 ohms the week ending (B)(4) 2013 to 992 ohms the week ending (B)(4) 2013. Analysis of the device memory indicated a lead impedance out of range alert. An out of tolerance subthreshold lead impedance alert was recorded on (B)(4) 2013. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d164vwc implantable cardioverter defibrillator (B)(6) 2006. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The impedance was noted to have continued to rise and is now high. A new alert setting was programmed.

Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. On (B)(6) 2015, rv pacing impedance measured to 1504 ohms in a trend where impedance measured 400-500 ohms in (B)(6) 2012 and has gradually increased since then.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.